Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) for failure analysis investigation. The unit was analyzed and reported problem of ¿repeated error 32100¿ and was confirmed as having occurred in the field via the logs, but was not replicated in-house. The logs showed multiple 32100 errors on usm 3 during this time. The usm was tested on a in-house system in normal mode where it triggered no errors. The usm was also tested on a testing platform where it passed all required tests. During investigation, the unit had no fluid intrusion or other damage. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system did power on without any errors. The recoverable fault occurred after the system was draped and the site was making incisions, before attempting to dock. The system was shut down and restarted twice. Usm 3 was disabled as instructed to be able to continue the procedure. The procedure was completed with the 3 remaining usms (1,2, and 4).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report a 32100 error on universal surgical manipulator (usm) 3. The caller had power cycled the system prior to calling without resolving the error. The surgeon opted to disable the arm and continued as a 3-arm procedure. The procedure was completed with no reported injury.